Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify post-reset ram crc alarm alarm due to critical pump error (open book image) alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error after dropping. Customer reported that they were able to clear the alarm and was able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.